Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being fired on the cystic duct and the device jammed and would not release. The surgeon kept working with it and finally got it off the tissue. Once off the tissue, there was no damage. A new one was used to complete the procedure. There was no patient impact. (B)(4)